Manufacturer narrative:
Steris service technician applied touch up paint to the light spindle and returned it to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmony air e-series surgical lighting system and confirmed chipped paint on the unit. The unit is not under steris agreement for maintenance, the user facility is responsible for all maintenance activities. The damage to the painted finish is attributed to impact(s) sustained by the lighting system from other equipment. The harmony air e-series surgical lighting system operator manual is provided with every harmony air e-series surgical lighting system sold. The manual includes the following statements within the safety precautions section: "caution - possible equipment damage do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." Steris offered in-service training to the user facility on the proper use and operation of the harmony air e-series surgical lighting system, specifically not bumping the lighthead into other equipment; however, the user facility declined. The unit has been removed from service pending repairs. No additional issues have been reported.

Event description:
The user facility reported that a paint chip from their light spindle fell into the sterile field during a patient procedure. The light spindle is attached to the harmony air e-series lighting system. No report of injury or procedure delay.